Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed and restarted on its own while they were doing printouts. At the time of the call to nihon kohden technical services, the cns was running fine. The bme is sending in the log files because they want the issue investigated as to why the cns crashed.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns however, the serial number is no information (ni) as the customer was not able to provide the information. Telemetry: model #: gz-130pa, serial #: ni.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) crashed and restarted on its own while they were getting printouts. At the time of the call, the cns was running fine. No patient harm was reported. Investigation summary: the device event logs were sent in for analysis. The analysis of the device logs was performed under irc-72, which was opened for a similar event. It was found that the cns was crashing when attempting to backfill waveform data during the period the gz transmitter was powered off. This issue was resolved in a software update for the cns in version 02-13. The customer had version 02-08 installed at the time of the event. The root cause is related to a software deficiency. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns however, the serial number is listed as no information (ni) as the customer was unable to provide the information. Gz transmitters: model #: gz-130pa. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed and restarted on its own while they were getting printouts. At the time of the call, the cns was running fine. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed and restarted on its own while they were getting printouts. At the time of the call, the cns was running fine. No patient harm was reported.